Event description:
Customer's mother reported that her son was having high blood glucose. She stated that she had change his infusion set a few times but he was still running high. The customer's most recent blood glucose was 315 mg/dl. The mother stated the son was treated with the insulin pump. She also reported a bent cannula on the son's insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).